Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were air bubbles in the tubing. The user's blood glucose (bg) level was 338 mg/dl the user changed the tubing, resumed insulin delivery, and delivered a bolus via the pump to address bg level. A follow up with the user confirmed that the bg level lowered to 318 mg/dl and was continuing to lower. Reportedly, the user would administer a manual injection.